Manufacturer narrative:
This report is submitted on september 17, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site following hospitalisation (unrelated to the device). Subsequently, the patient was administered oral antibiotics (date not reported) and the patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is submitted on march 19, 2019.

Manufacturer narrative:
Additional: it is now reported that the device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device during the same surgery. Correction: the explanted device details have been updated in sections. This report is filed on december 10, 2018.